Event description:
Foreign material of grainy black chips came out from the biopsy channel during cleaning

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection. Additional information: d4, d9, h4. Based on the results of the investigation the reportable event was not confirmed. No device returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.